Manufacturer narrative:
The event of "breast/lumps" was previously submitted through psr on 31/jan/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "a lump or thickening in or near the breast or in the underarm area."

Event description:
Patient reported left side moderate breast pain and unknown side "a lump or thickening in or near the breast or in the underarm area." Healthcare professional reported left side capsular contracture, baker grade unknown and implant exchange due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional confirmed left side baker grade IV and reported left side "tear- leaking inside silicone capsule". Device has been explanted and replaced.